Event description:
Consumer called to report inaccurate readings with his meter. Analysis run on clark error grid using lab reading (34) as reference point vs. Bd readings (78) yielded some data points in the d range of the grid, outside acceptable limits.